Manufacturer narrative:
The agent reported, dislocation/ wear and tear. Female 75. Complaint has been evaluated and is similar to report number 1644408-2023-01910; 508-32-103, s805 - wear/excessive wear, s803 - dislocation, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.